Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that only the middle portion of the lead was returned. Insulation abrasions exposing the outer coil were observed at 6.0 cm - 6.1 cm and at 10.0 cm - 10.7 cm from the distal cut end. The abrasions were consistent with exposure to constant friction with another implantable device. Reliability laboratory technician jude medical crmd reliability laboratory